Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead had evidence of oversensed noise which could easily be reproduced in clinic. The lead has been in service since march 2009 and has no prior history of variability in lead performance. Boston scientific technical services (ts) suspected that due to the acute time from generator replacement, the most likely possibilities are a lead integrity issues as a result of intervention or suboptimal lead-to-device connections. An x-ray has was obtained and the results were unremarkable. The physician has elected to monitor the patient. No adverse patient effects were reported and the device remains in service. New information received indicates that the lead was explanted due to suspected lead fracture and/or insulation damage. The lead was damaged during the explant procedure however the pieces are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed 12.c cm from the terminal end. There was an extracting stylet in the distal segment. The distal coils were deformed, and the insulation was damaged which analysis determined were induced as part of the explant procedure. Resistance tests were completed on the lead segments to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections and x-ray examination revealed no conductor or insulation damage other than induced damage from explant. Calcified body fluids were noted on distal shock coils, proximal shock coils and on the distal porous mesh tip screen. Analysis could not confirm the clinical observation.